Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision of the cup was performed (B)(6) 2007, due to aseptic loosening. Additional information provided in operative notes and a review of invoice history reports patient underwent a right hip open reduction, internal fixation procedure in (B)(6) 1986. Patient further underwent an initial right hip arthroplasty in 1989. Subsequently, patient was revised on (B)(6) 1996, due to femoral stem loosening and a vertical cup. The stem, head and liner were removed and replaced with competitor product. Patient underwent an additional revision procedure on (B)(6) 2000 due to discomfort. The trauma bolt and claw were removed. Patient underwent an additional revision on (B)(6) 2003, due to liner loosening, pain and osteolysis. The biomet cup and competitor head and liner were removed and replaced with biomet m2a head and cup. On (B)(6) 2007, patient was revised due to metallosis, dislocation and aseptic loosening. The head and cup were removed and replaced with a biomet head and competitor cup.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information from patient medical records, which was unknown at the time of the initial medwatch. This report is number 3 of 7 mdrs filed for the same event (reference 1825034-2013-01567 & 02053 / 02056 & 03544 / 03545).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. - date implanted - 1989. - PMA/510(k) number. Manufacture date ¿ unknown. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2013-01567-1 and 02053 / 02056).

Event description:
It was reported that patient enrolled in clinical study underwent a revision on (B)(6) 2003 due to liner disassociation, pain and osteolysis. The biomet head and competitor liner and cup were removed and replaced with biomet head and cup. Patient underwent an additional revision procedure on (B)(6) 2007 due to metallosis, screw fracture, metal debris, and aseptic loosening. The head and cup were removed and replaced with a biomet head and competitor cup